Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker was seen in the clinic. The longevity remaining decreased from 5.5 years from the last device check down to 2.5 years, over a one year time-span. The device is programmed to ddd mode with rates programmed between 50 to 130. The patient is atrial paced one percent of the time and ventricular paced 42 percent of the time. The patient has developed atrial fibrillation (af), therefore atrial sensing amplitudes have decreased from 9.8mv to 2.1mv. The right ventricular (rv) lead sensing and threshold measurements are both stable and impedances are stable with both leads. No lead issues have been identified and lead trend behavior is stable. The patient is scheduled to be seen again in the clinic in three months. Boston scientific technical services (ts) discussed options to better manage battery power consumption over the next few months. No adverse patient effects were reported. The device remains in service at this time.

Event description:
Additional information was received that the patient was seen for a follow-up appointment. Initially, rf telemetry interference was observed. However, the device was able to be interrogated and a memory download was performed and sent in to boston scientific engineering for review. Boston scientific engineering reviewed device data and was able to confirm that the device is operating as expected. The reason for the elevated power consumption was due to the patient being in atrial fibrillation (af) and the averate atrial sensed rate being about 399 bpm. There was extra burden on the device to maintain atrial sensing when the average sensed rate was this fast. The recommendation, if the patient is in chronic af, would be to program the normal brady mode to vvi(r) and turn atrial sensing off. When atrial sensing is turned off, the average power consumption will reduce, and within several weeks, an increase in longevity should be observed. Regarding the telemetry interference, there was nothing in the device data to suggest there is an issue with using zip telemetry. Engineering suspects there was either another source of rf or possibly the rf antenna of the programmer folded up or was not fully screwed in and this led to a poor connection. Engineering provided troubleshooting recommendations. No further issues have been reported.